Manufacturer narrative:
Unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to faulty fsr (gold). Motor passed motor test. Low reservoir alarm and no reservoir alarm function properly during test. No auto shut off alarm noted. Unit received with cracked battery tube threads, unit received with broken belt clip slot and pump received with scratched lcd window. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was performed. The device was returned for analysis.